Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Remains in patient.

Event description:
Caller reports that her husband had a powerpicc solo 5 fr dual placed a week ago and already one lumen will not flush. He uses his lines for tpn and has had several that occluded.